Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI#: (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the customer symptoms improved and replacement products resolved the initial concern - unable to establish contact at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for erratic and high blood glucose test results. The customer is concerned with tests results from back to back blood tests of 150 and 170 mg/dl. The customer's expected fasting glucose test result range is 120 - 150 mg/dl. At the time of the call the customer reported feeling nervous and jerky like his blood glucose was high. Medical attention was not needed at the time of the call. During the call a back to back blood test was performed by the customer fasting and produced test results of 171 mg/dl and 168 mg/dl using meter. The product is stored according to specification in the living room. The test strip lot manufacturer's expiration date is 07/26/2020 and test strips have been opened for about two weeks. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = t) internal report #: (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI#: (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the customer symptoms improved and replacement products resolved the initial concern - unable to establish contact at this time. Product notification letter sent to contact customer care. Initial report submitted with "returned meter and returned test strips evaluated with no defects found in section h". Need correction as meter only was returned and evaluated. Evaluation method code updated as well.

Event description:
Consumer reported complaint for erratic and high blood glucose test results. The customer is concerned with tests results from back to back blood tests of 150 and 170 mg/dl. The customer's expected fasting glucose test result range is 120 - 150 mg/dl. At the time of the call the customer reported feeling nervous and jerky like his blood glucose was high. Medical attention was not needed at the time of the call. During the call a back to back blood test was performed by the customer fasting and produced test results of 171 mg/dl and 168 mg/dl using meter. The product is stored according to specification in the living room. The test strip lot manufacturer's expiration date is 07/26/2020 and test strips have been opened for about two weeks. The meter memory was reviewed for previous test result history: result 1 : 258mg/dl, date: (B)(6) 2019, time: 9:52am fasting, result 2 : 142mg/dl, date: (B)(6) 2019, time: 8:13am fasting, result 3 : 189mg/dl, date: (B)(6) 2019, time: 8:43pm fasting, result 4 : 170mg/dl, date: (B)(6) 2019, time: 7:03pm fasting, result 5 : 150mg/dl, date: (B)(6) 2019, time: 7:02pm fasting.